Manufacturer narrative:
Ocd performed retain testing, batch review, donor history and complaint review by lot. All results were satisfactory. Sample was not available to be sent to ocd for further investigation. (B)(4).

Event description:
Ls specialist contacted cts on behalf of french speaking customer. The ls reported a false negative result with one patient sample using 0.8% surgiscreen lot#vss654 cell 3, exp. 9/16/14. The patient was tested at the hospital on (B)(6) 2014 and shortly thereafter was released from the hospital. Patient was later admitted to another hospital where the patient antibody screen was positive using immucor cells and anti-jka was identified. The customer after learning about the other hospitals positive screening on the patient's sample, repeated the testing on 8/27/14 with the original sample with a 30 minute incubation and vss654 cell #3 reacted 1+. Patient was not transfused and results were corrected to show the presence of anti-jka.